Event description:
It was reported that @58,000 joules of use the tip broke. Physician converted to an alternate procedure (turp) to complete the case. There is ¿no injury to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window; there is misalignment of the metal cap output window with the red stop sign; the outer flow tubing is not loose from the metal cap. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.